Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported; a bandaged contact lens was placed after surgery and removed one week later. The surgeon reports poor energy as the suction ring was applied evenly.

Manufacturer narrative:
At the visit on site the territory manager (tm) realigned the optic pathway. Log file review of relevant parameters for few days before and at the day of treatment shows: the beam control check was good and stable. The fluctuation is in the normal range. General log file review for day of treatment shows: during the startup all checks were performed without any issue. The image of the ablation check shows valid check. 22 treatments were performed successfully. The reported treatment shows no abnormalities during the preparation and the treatment itself. The suction values and the energy values are stable during the complete treatment and there was no interruption. The review of the treatment reports and associated pictures depicts fluid and illustrates vertical gas breakthrough. No technical root cause was identified as the product was found to be within specifications (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative an incomplete flap during lasik flap creation of the right eye. The surgeon was able to complete the ablation treatment without further issues. Additional information has been requested.